Event description:
It was initially reported that during treatment of an arteriovenous malformation (avm) in a pediatric case, during capture and withdrawal of a clot with use of a solitaire stent, the physician noticed a small fragment of plastic. It was not known if this was from the envoy da (B)(4) or the penumbra neuron catheter also used during the procedure. Information was later received from the physician indicating that upon analysis of the retrieved material, there was histological proof that the material caught in the stent retriever was not a fragment of a catheter, and no further investigation was necessary. What looked like plastic instead of clot was histologically proven not to be plastic. It is anticipated that the device will be returned for analysis.

Manufacturer narrative:
It is anticipated that the device will be returned for analysis; however, the device has not been returned. Information regarding patient age, gender, concomitant medication, and weight were not provided. Additional information will be provided within 30 days of receipt.

Manufacturer narrative:
The device was returned for analysis. The returned unit was inspected, and as a result, it was found to be intact. It was reviewed under microscope and there was no evidence of delamination found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. This complaint no longer meets MDR reportability criteria since the customer later reported there was no foreign material present, and analysis of the returned device confirmed that the device was intact.